Event description:
The customer states the one pt sample generated an architect c800 sodium assay result of 103 meq/l, which did not fit the pt's clinical history. The customer states that this result was generated approximately one hour before the analyzer produced error codes indicating an issue with the distilled water tanks used by the analyzer. The water issue was resolved and the next morning the sample was retested and generated a result of 145 meq/l. There is no impact to pt management reported.